Manufacturer narrative:
This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) recommended troubleshooting options but noted that they were unaware of how the other manufacturer's device performs daily measurements or commanded measurement tests. No adverse patient effects were reported.